Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. The device was started up at 18:46:07 on (B)(6) 2024. At 07:09:51 on (B)(6) 2024, an arrhythmia was detected. ECG shows vt @ 170 bpm. The patient was only in detection sequence for 23 seconds preventing the lifevest from treating the patient. At 07:10:14, the patient received the non-lifevest defibrillation. Rhythm at time of treatment was vt @ 170 bpm. Post shock rhythm was vt @ 120 bpm with CPR/electrode lead fall off. The electrode belt was disconnected at 08:12:02 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open r781 resistor could not be positively identified. An open r781 resistor is typically consistent with an external non-lifevest defibrillation. In this event, the patient received one non-lifevest defibrillation. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vt rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional.